Manufacturer narrative:
The pod was received fully deployed with the soft cannula deployed, the slide insert visible in the viewing window, and the formed needle fully retracted. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. The pod ran for 679 pulses and was deactivated by the user. Cracks were observed in the top and bottom housings of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks had no affect on the functionality of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels reached 285 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), they saw that the pod's pink slide never moved forward. This indicated that there was a needle mech failure of some sort. As treatment, a manual injection of insulin was delivered and a new pod was applied.